Event description:
It was reported that a male patient was intubated in the emergency department with a size 8 hilo evac, and manual resuscitation began with the endotracheal tube connected to the manual resuscitation bag. It was reported that when separating the hilo evac tube from the resuscitation bag to insert an hme, the 15mm connector remained attached to the manual resuscitation bag. It was reported that the therapist was able to remove the connector and re-seat it into the hilo evac to continue manual ventilation, however, the 15mm connector came off the endotracheal tube several times during manual ventilation.

Manufacturer narrative:
The lot number is unknown, no analysis or conclusions can be drawn without the device or the lot number. Return of the endotracheal tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.